Event description:
It was reported that, "dr could not seat the #3x9 mm insert trial into the #3 keeled baseplate trial. Upon inspection it was found that the #3 keeled baseplate trial was a #2 and mislabeled as a size 3. Please note that the office checked a 2nd I-k1936kt03 with lot f3m6621 and it was sized correctly."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.